Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the home remote monitoring system for this device indicated a possible product performance issue. Attempts to obtain additional information were unsuccessful. There were no adverse patient effects reported. The device remains in service.